Manufacturer narrative:
New information was provided that the awareness date for the patient sample ID (B)(6)was provided to siemens 1/30/2017. Supplement filed to document correction, date received by manufacturer from 1/17/2017 to 1/30/2017.

Manufacturer narrative:
The customer called the customer care center concerning imprecision on the dimension vista 500 instrument during precision studies conducted by the customer. A siemens healthcare diagnostics field service engineer (fse) was dispatched to the site on february 7, 2017. The fse performed instrument repairs including: s1, r1 and r2 drains replacements; s1, r1 and r2 mixer replacements; s1, r1 and r2 probe replacements and alignments; aliquot probe replacement and alignment; wash station maintenance; and photometer alignment. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed calcium (ca) result was obtained on a patient sample on the dimension vista 500 system. It is unknown if the patient result was reported to the physician. The same sample was rerun on the same instrument and a higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed calcium (ca) result.